Event description:
Pt reported experiencing erratic blood glucose (30-200 mg/dl), approx 9 mos ago, while wearing the device. They indicated that, 3 mos later, they discontinued use of the device, following an appointment with their endocrinologist, where they had indicated that they did not feel well, and wished to switch to insulin injections. Pt stated that they believe the device was delivering too much insulin, and was at fault for erratic blood glucose.